Event description:
On (B)(6) 2015, cormatrix received details of an event involving the use of a cormatrix ecm device. A journal article titled, "tissue reaction to porcine intestinal submucosa (cormatrix) implants in pediatric cardiac patients: a single-center experience" published in 2015 in the society of thoracic surgeons was discovered during a periodic literature review. All surgical procedures described within the article were performed "between 2008 and 2012". This report is being submitted to document case information for patient 4. Details of the event are provided below. It was reported that a female patient who had undergone a right blalock-taussig shunt for noncompaction cardiomyopathy and tricuspid atresia underwent arterioplasty with a cormatrix patch at age 3 months for left pulmonary stenosis. At age 6 months, the patient underwent a glenn shunt with excision of the cormatrix patch. The left pulmonary artery was stenotic. Microscopically the patch was thickened by underlying dense fibrous tissue with mild plasmacytic and eosinophilic infiltrates.

Manufacturer narrative:
No sample was returned for evaluation. Cormatrix has requested additional information from the paper's authors regarding this event. Although the exact product information was not available, the repair was likely performed using the cormatrix ecm for cardiac tissue repair, which is indicated for use as an intracardiac patch or pledget for tissue repair (i.e., atrial septal defect (asd), ventricular septal defect (vsd), etc.) And suture-line buttressing. The IFU for the cormatrix ecm for cardiac tissue repair lists a potential complication as "acute or chronic inflammation." The IFU also states, "device must be sutured to viable native tissue" and "place the edge of the cormatrix ecm in contact with viable tissue." Exact details regarding the implant and explant procedures are currently unavailable. The article generalized the implantation process as follows: the patch was soaked in saline for 10 minutes. All anastomoses were performed using fine nonabsorbable sutures. For patch angioplasty of the branch pulmonary arteries and the aorta, the patches were made redundant to produce a vessel diameters 2 to 3 times those of the native vessels.